Event description:
The manufacturer sales representative reported that the tip broke off at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results corrected data: executive summary was updated to reflect event information provided by the sales representative.

Event description:
The manufacturer sales representative reported that the tip broke off the device during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.